Manufacturer narrative:
PMA/510(k) # k142688. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. The device involved in this complaint was not available for return to cook. As the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. With the information provided a document based investigation was carried out. The customer complaint is considered to be confirmed based on customer testimony. Root cause: a definitive root cause for the customer complaint could not be determined , however the device may have become kinked on removal from packaging due to handling. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records did not reveal any discrepancies that would have resulted in this complaint. The notes section of the instructions for use ifu0077-4 that accompanies this device instructs the user to inspect the device prior to use for any damage: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" . The tip of the needle and stylet are sharp and could cause injury to the patient or user if not used with caution. On review of the information provided, there is no viable evidence to suggest that the user did not follow the instructions for use. From the information provided: the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The tip of the needle was bent out of the package.